Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/78 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿biomarkers of myocardial injury and inflammation after permanent pacemaker implantation: the lead fixation type effect.¿ journal of atrial fibrillation. Apr-may 2018, volume 10, issue 6. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. The article reported that there were seven patients with ¿significantly increased pacing thresholds¿ during the follow up period. There were also two patients with lead ¿displacements¿ observed 24 hours post-implant. There was also one patient who had a pneumothorax. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.